Event description:
It was reported that the user observed a low glucose value of 57 mg/dl on both fingerstick and sensor soon after waking, sought guidance on whether to treat in the absence of symptoms, and was advised to treat per standard low-glucose protocol with oral glucose; the cause of the hypoglycemia was unclear. Symptoms included asymptomatic hypoglycemia. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education. Investigation included a review of available usage information to assess potential contributing factors such as recent meal announcement. Investigation of this case revealed no confirmed device malfunction and no contributory device-related factor identified. It was concluded that the event was user-experienced hypoglycemia with an undetermined root cause and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.